Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The patient described the irritation as itchiness under the lifevest. The patient stated the irritation appeared as contact eczema. There was no alleged device malfunction contributing to the irritation. Patient was seen by a physician and prescribed fenisil. Follow up indicated that the irritation improved.